Event description:
An out or range advia centaur xp troponin ultra (tni-ultra) quality control level 1 result was observed by the customer. The troponin ultra assay was recalibrated and the quality control result was within acceptable range. On the following morning, the troponin ultra (tni-ultra) quality control level 2 and level 3 results were out of range. The troponin ultra assay was recalibrated a second time and the quality control results were within acceptable ranges. Due to the inconsistent quality control results and recalibration, the troponin ultra (tni-ultra) reagent readypack was replaced with a new troponin ultra (tni-ultra) readypack of the same reagent lot and there were no further quality control issues. There were approximately thirty six patient results that were repeated with the new troponin ultra (tni-ultra) readypack and tested on another advia centaur system, corrected patient results were provided to the physician(s). There is no known report of patient treatment being prescribed or altered. There is no known report of adverse health consequences due to the discordant advia centaur xp troponin ultra results.

Manufacturer narrative:
The cause for the out or range advia centaur xp troponin ultra (tni-ultra) quality control results after the troponin ultra assay was recalibrated and the quality control results were within acceptable range is unknown. The customer replaced the troponin reagent readypack for a new troponin ultra readypack and reported no further quality control issues. It was observed by the customer that there were less than ten troponin ultra tests remaining when the readypack when it was replaced. The customer has discarded the previously used troponin reagent readypack and further investigation in determining the cause is inconclusive. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further evaluation of the device is required.